Event description:
It was reported that there was a malfunction resulting in o2 calibration failure and loss of auxiliary o2 during a case. Their was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The servo o2 sensor was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226